Event description:
It was reported that the patient¿s ilet powered on with haptic feedback but the display remained blank, indicating a screen visibility malfunction that prevented normal operation. Symptoms included no clinical effects reported. Outcomes included a device exchange to restore therapy continuity. Investigation included troubleshooting by customer support and arrangement for device return and replacement. Investigation of this device revealed a suspected display or screen backlight failure consistent with a hardware display component issue. It was concluded, based on previously established findings for similar reports, that the cause was device component malfunction of the display assembly.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."